Event description:
During a programming history review, low impedance was found on the patient's device. Information was received from the physician that the patient did not experience any traumatic events that could have contributed to the low impedance. An increase in seizures was reported. No additional relevant information has been received to date.